Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl and ketone level was high. Bolus was delivered. Customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). Insulin drip was administered. Customer alleged pump was the cause of the event. Pump system check was performed with tandem technical support (cts); no device issue was identified. Elevated bg/dka were resolved. Customer's discharge date was not provided. Multiple attempts were made by cts for additional information, customer did not reply.